Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 539 mg/dl. The customer treated herself with a correction. The customer stated that she drank a lot of water and that her blood glucose lowered. The customer's blood glucose at the time of the call was 147 mg/dl. The customer declined troubleshooting. Nothing further reported.